Event description:
It was reported that noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. During the procedure, a lead fracture was observed on the proximal portion of the rv lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.